Event description:
During laparoscopic cholecystectomy case, the disposable stryker suction irrigator was being used to irrigate and began smoking. The irrigator would not stop suctioning or irrigating when the surgeon stopped pressing the buttons. Product was then removed from the field, and 15 affected lot numbers in inventory were sequestered so they would not be used. Stryker rep was notified.